Manufacturer narrative:
Follow-up #1: date of submission 01/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/31/2015 with the following findings: investigation revealed a crack in the battery compartment and a damaged battery cap. Power rebooting was duplicated using the returned battery cap. The review of the black box data showed multiple pump reboots. The pump was run on a 24 hour basal program using a test cap with no intermittent power interruptions. The pump was opened and an inspection performed on the power circuit with no defects found. However, moisture was found internally on the support bracket and on the battery canister. Unrelated to the original complaint, the display was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was noted that the battery compartment as well as the battery cap were damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.